Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "signs of intracapsular rupture" confirmed by diagnostic testing.

Event description:
Healthcare professional reported left side "signs of intracapsular rupture" and "scattered calcifications" confirmed by diagnostic testing. The device remains implanted. Healthcare professional further reported pain.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event rupture/ calcification was reviewed on 25-may-23. Visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Calcification: not observed. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell.

Event description:
Healthcare professional reported left side rupture and calcification. Device was explanted and replaced.